Manufacturer narrative:
Device history record reviewed. Review of device history records indicate the device was manufactured to specification. This MDR is being submitted late as this issue was identified during a retrospective review of complaint files conducted in-conjunction with implementation of revised MDR reporting criteria for zimmer.

Event description:
The implant was loaded onto the driver and then passed down the drill tube. The driver got stuck and would not advance any further down the tube. The surgeon forcefully turned the driver clockwise at which time the tip of the driver broke off. The drill tube was removed and the broken piece of the driver retrieved. Surgery was completed with another driver. Ther was less than 10 minutes additional surgery time.